Event description:
The customer called in with a high blood glucose reading of 458 mg/dl. The customer stated that he had been hospitalized four times for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. The customer experienced vomiting and extreme thirst. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specification.